Manufacturer narrative:
Updated fields: d4, d9, h4, h6. This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the most likely cause is cable failure around the jaw. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal instrument had an incomplete seal error when the blue button was pressed, and sealing could not be performed. This issue occurred during a therapeutic endoscopic total nephroureterectomy procedure. There was no delay, and the procedure was completed with a similar device. There were no reports of patient harm.